Manufacturer narrative:
Combination product: yes.

Event description:
This lead was capped due to the pin broke off in new ICD during changeout. Noise was noted after initially plugging the lead into the new can. The physician noticed insulation breakage, then tried to unplug the lead and the lead broke off leaving the pin in the header. No adverse patient events were reported. Should additional information be received, this file will be updated.